Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #403b; serial #1813: the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the metal cap exhibits mild detritus adhesion; the glass cap exhibits severe devitrification at the output window; the fiber cap also exhibits signs of a circumferential fracture of glass cap proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the outer flow tubing is melted at the location of the proximal fracture; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure the fiber malfunctioned at 160,000 joules and 25:00 minutes of usage. The case was completed with a second fiber. Patient outcome: "no damages to the patient" was reported.